Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The product involved is a 31" (79 cm) appx 3.4 ml, admin set w/20 drop integrated chemolock¿ drip chamber, spiros®, purple cap, hanger where the reporter stated that the final checker noticed a small piece of plastic or coring from stopper inside drip chamber. There was no patient involvement, no human harm and unknown delay in therapy reported.